Event description:
It was reported that the m540 monitor screen froze while in use on a patient. There was no report of adverse patient impact.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.